Event description:
The user facility reported an incident to the health authority of poland following the death of a child after a vaccination. To ensure the safety of patients, an immediate review of the batch records and a thorough investigation focusing on the sterility of the two needle lots in question have been requested. The event occurred post-treatment, and the final patient impact was death.

Manufacturer narrative:
D4: lot#: 2306025 or 2311027. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: specialist, spu im ops be, primary pack. H4: device manufacture date: 2023-06-25 or 11-27-2023. The actual device is not available for return. The batch records for lot numbers: 2306025 and 2311027 (kn2516rb05) were reviewed. During needle assembly, as part of in-process control, 40 assembled needles (needle assembled with case) were visually inspected twice per shift (8-hour shifts during the week and 12-hour shifts during the weekend) for foreign matter and damage to the case. One non-conformity was recorded for case damage; however, the damage was superficial and posed no risk of cracking the case. During packaging, 40 labeled products were visually inspected twice per shift (8-hour shifts during the week and 12-hour shifts during the weekend) for foreign matter and damage to the case and cap. No deviations or abnormalities related to the reported complaint were observed during production. During final inspection, which is part of release testing, 1,250 units were examined and no defects were detected. No relevant deviations or abnormalities were noted in the batch records or during the inspections described above that would relate to the reported complaint. Limulus amebocyte lysate (lal) testing and sterilization cycles for both lots were performed according to specifications, with no observations noted. The 2023 bioburden monitoring program was reviewed, and results were consistent with previous years. Monitoring samples from june 2023 and november 2023 (closest to the manufacturing dates) did not show any deviations. Additionally, no materials of animal origin were used. All remaining retention samples were visually inspected for foreign matter and broken or damaged cases with the naked eye on 06/05/2025. No defects were found. No complaint sample was received; therefore, no direct investigation of a sample could be performed. Non-conformities related to the finished product batches and semi-finished needle assembly batches were reviewed. No related non-conformities were identified, except for one: a non-conformity was recorded for cosmetic damage (no crack) to the case during needle assembly on line na7. The affected production was contained and scrapped. Notifications related to the finished product and semi-finished needle assembly batches were also reviewed. No related notifications were found. There is no corrective and preventive action (CAPA) associated with issues involving the sterile barrier system of the products. Based on the investigation, including batch record review and retention sample inspection, no root cause related to the production process was identified. For information regarding the importer report for this event, please refer to section h10.